Event description:
Procedure type: urological/gynecological. Reportedly, the patient underwent treatment for pelvic organ prolapse. Allegedly, the patient experienced pain, injury and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "unknown sofradim."

Manufacturer narrative:
(B)(4).